Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021, using a nasal swab sample. During the window of wait time for the test results the consumer reported a positive test result (faint pink line appeared) from 15 to 17 minutes than a negative result (the line vanished) between the times of 17 to 30 minutes. The consumer called technical services (ts) in order to receive an explanation for this occurrence. Ts advised if the presence of a faint line and/or the presence of a line is uncertain, additional confirmatory testing should be conducted. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 154389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 154389 and device part number 195-430h / lot 151075. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.